Event description:
The customer reported the image was flickering while using the subject device during an unspecified therapeutic procedure. The customer also reported the distal end is damaged. The intended procedure was successfully completed using the similar device. There was no harm or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the image would disappear during angulation. This report is being submitted for the malfunction found during evaluation (image disappears).

Manufacturer narrative:
Upon inspection and testing of the device, the image disappearing during angulation was found to be due to disconnection or short-circuit of the image sensor cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the image disappeared due to the image sensor unit failure, the electrical board inside the video connector unit, or the system side failure. However, a definitive root cause could not be determined. In addition, service also found the bending section cover was scratched due to external factors, the adhesive on the bending section cover was chipped, the bending angulation was out of specification due to wear of the angulation wire, the angulation lock lever had heavy movement, the video connector was deformed due to external factors, the mark of the light guide connector was peeling off, and the label on the video connector was peeling off. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 02-mar-2022. Correction: operator of device - healthcare professional should have been selected rather than other.